Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Follow-up medwatch submitted to send the result of the investigation & the root cause in order to close the complaint. Requests for additional information and product return did not receive a response. From the information provided, it could be possible to make hypothesis about the root cause of the event : hypothesis of a poly trauma following an accident. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown.

Manufacturer narrative:
No information about return of device.

Event description:
Mobi-c p and f us : revision due to the disassociation. Patient had poly trauma. Endplates are not displaced. During revision, implant is "fractured". Revised to fusion. Patient condition is good following the revision. Additional information requested. The review of traceability and review of device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.